Event description:
We received a report that during the implantation of a tecnis 1tec preloaded 25.0 diopter intraocular lens (iol) the haptics were sticking to each other and to the optic. It appears as though the trailing haptic was sticking to the optic. The lens was successfully implanted and there was no patient injury reported. The sales representative indicated that the surgeon''s technique was not contributory to the event.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Explant date: not applicable; device remains implanted. Initial reporter telephone: (B)(6). Device is not marketed in the USA but it is same/similar to zcb00 p980040. All pertinent information available to the manufacturer has been submitted. Placeholder.